Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose level did exceed normal limits as a result, displaying as "high" on their device. To address the situation, the customer administered a correction injection and resumed insulin administration without changing any supplies.